Event description:
It was reported that the skin was totally damaged around the implant housing and that the device had extruded through the skin at the implant site. The device was explanted. The user was not re-implanted with a new device as the skin could not be repaired this time around.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the recipient report the device was explanted for medical reasons, namely due to extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process. During device investigation damage to the active electrode caused by minute mobility was found. The extrusion of the device likely contributed to the mobility of the electrode. Information from the field states that at the time the device was implanted in situ measurements showed results within specification. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that the skin was totally damaged around the implant housing and that the device had extruded through the skin at the implant site. The device was explanted. The user was not re-implanted with a new device as the skin could not be repaired.